Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The visual examination of the catheter revealed a leak in the balloon material 2.5 centimeters proximally from the distal tip. Microscopic examination in the area of the leak revealed a small tear in the balloon material. Examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. The exact cause of the tear could not be determined. The manufacturing records for top assembly batch 7366140 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The exact cause of the balloon leak and the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 16 atms on the second inflation. The number of atms reached on the intial inflation is unknown. The lesion being treated was a 80% stenotic, instent restenosis lesion in the proximal lad. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. A terumo introducer sheath, a heartrail guide catheter, a balance guide wire and a guidant inflation device were also used in the procedure. No patient injuries or complications were reported.